Event description:
It was reported the programming head won't interrogate versa pacemakers. The programming head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Rf (radio frequency) head interrogated adapta, kappa, and versa devices with no fault found. Lens is cracked. Cord is twisted. Outside of connector end of cable has corrosion.